Manufacturer narrative:
Investigation ongoing.

Event description:
As reported by our affiliates in (B)(6), during the implant of 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach, there was a rupture of delivery balloon on valve deployment. The balloon was fully inflated when it burst. Unusual high push-force was noted through the esheath (attributed to a combination of minor calcification, and lower limit mld). Therefore, there was resistance between the esheath and the delivery system. The push force required to advance the delivery system through the esheath was perceived as being unusually high. After deployment inflation, the delivery system balloon was successfully removed through the esheath. The balloon was successfully pulled into the esheath. No cut down was needed. The valve was successfully deployed. There was no damage to the esheath. A mild pvl was noted. A 23mm z-med ii balloon was used to post-dilate the valve. There was no pvl after the post-dilation. Inspection of the ruptured balloon revealed a radial tear in the balloon, with no obvious missing material. There was no injury to the patient and the vascular closure was uncomplicated. As per medical opinion, the root cause of the balloon burst was that calcification most likely caused the balloon rupture.

Manufacturer narrative:
The 26 mm commander delivery system was returned to edwards lifesciences locked with the full loader assembly on the flex shaft. No flex and half the fine adjust were in use. The proximal balloon shaft was kinked due to packaging. The delivery system was visually inspected. The balloon had burst radially and longitudinally, from shoulder to shoulder. No balloon material was missing. The flex shaft was kinked 40 cm from the handle. Due to the nature of the complaint (burst balloon), no applicable functional testing was able to be performed. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. Review of the related work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. The IFU for commander delivery system (canada), device preparation manual, and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed by the condition of the returned device. A review of device history record, lot history, and complaint history showed no indication an edwards manufacturing non-conformance contributed to the event. A review of IFU and training materials also revealed no deficiencies. The complaint description states, ''unusual high push-force was noted through the esheath (attributed to a combination of minor calcification, and lower limit mld). Therefore, there was resistance between the esheath and the delivery system.'' Per the training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.'' The presence of calcification within the access vessel can create a constrained condition and likely contributed to difficulty advancing the delivery system through the sheath. As such, it is possible that the excessive force and manipulation required to overcome such resistance may have resulted in the kink on the flex shaft. As such, available information suggest that procedural factors (excessive manipulation) may have contributed to the complaint event. The case notes revealed, ''as per medical opinion, the root cause of the balloon burst was that calcification most likely caused the balloon rupture. Leaflet calcification.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggest that patient factors (calcification) may have contributed to the complaint event. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required